Manufacturer narrative:
(B)(4). Insulin pump was received with case cracked behind the pump near the battery compartment and cracked battery tube threads. Moisture damage was found on the electronic assembly, motor, and force sensor during visual inspection. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the back of the insulin pump had crack at casing. Customer's blood glucose level was 4.7 mmol/l at the time of incident. Customer stated that their was no physical damage to reservoir lip ring. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.